Event description:
Account reported two discrepant pt calcium results on two different days. In 2007, an initial pt calcium result was 5.8 mg/dl and repeated as 9.7 mg/dl. The next day, a pt calcium result was initially 1.5 mg/dl and repeated as 9.3 mg/dl. One pt was sent to the ER, but no other actions were taken and neither pt suffered adverse effects. The field service rep found the r2 liquid level detection cable was broken, and repaired the instrument by replacing the cable.